Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump reservoir used all of the insulin during the fill sequence and that the piston did not hit the bottom of the reservoir. Customer does not recall any significant events leading to the error. Customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting was done for reservoir leak. Customer was advised to send back product for analysis.